Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular lead had high threshold and the threshold continued to increase post-implant. The lead was repositioned successfully and is still in use. No further patient complications have been reported as a result of this event.